Manufacturer narrative:
The reported events were failure to capture, low pacing lead impedance, and lead slack issue. As received, a complete lead was returned in two pieces for analysis. The reported events of failure to capture and low pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures. Shorting was found between conductors consistent with procedural damage at the distal portion. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.

Event description:
Related manufacturer report number: 2017865-2023-93615 it was reported that the patient presented for a routine implant procedure. The patient received a right ventricular (rv) and right atrial (ra) lead. Everything tested well on the pacing system analyzer (psa) and a new pacemaker was connected to the leads. The leads and pacemaker tested within normal range. There was a lot of slack on the right ventricular (rv) lead, so the physician decided to adjust the slack after the rv lead was connected to the pacemaker and sutured down. Rv lead impedance was checked and found to be below the normal range. Psa testing revealed similar findings. Rv lead damage was suspected to have occurred during slack adjustment; no capture was observed. The rv lead was exchanged, and a new rv lead was placed. The replacement 2nd rv lead tested fine through the psa and was tied down but when connected to the pacemaker, this too was found to have low impedance with no signal even when connected to the psa. Additional testing and reconnection to the can was performed but no signal and no pacing was observed. The representative was sent to obtain a 3rd rv lead but upon return was told by the medical team that pacing was present and everything appeared normal on surface electrocardiogram. Multiple tests were performed, and all electrical values were found to be steady. The physician elected to keep the 2nd rv lead. The patient was stable and was to be monitored remotely.

Manufacturer narrative:
Correction: section h6: investigation conclusion updated from "67 - no problem detected" to "61 - unintended use error caused or contributed to event".